Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00616: screw 2, 3025141-2016-00617: plate.

Event description:
A plate was implanted in a patient's foot. At some point post op, two of the screws broke. The plate and screws were removed in a revision surgery.